Manufacturer narrative:
(B)(4). Concomitant products: unknown part ¿ taperloc stem ¿ unknown lot; unknown part - unknown shell - unknown lot; unknown part ¿ unknown liner ¿ unknown lot; unknown part ¿ unknown head ¿ unknown lot. Reported event was confirmed by review of x-rays. Review of x-rays received showed one of the surgical screws slightly penetrated the medial cortex. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -07197. Remains implanted

Event description:
It was reported patient presented with pain approximately 1 month post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.